Manufacturer narrative:
Event cannot be confirmed through product analysis testing alone. Product testing cannot give any additional info regarding the customer's complaint. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had stimulation but not in the correct area. The pt's physician removed the lead, and replaced it with a new lead of the same model. It was reported the pt was provided with effective stimulation postoperative.